Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The reported complaint was able to be confirmed and duplicated. Transducers pt800 and pt801 failed. This issue will be internally investigated within vyaire. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported the suspect main pcb component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device/component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported unresolved "transducer fault, high pip, and low ve" display alarms, while in patient use. The customer stated no patient harm or injury was associated with this event. This device was evaluated by the customer who determined the likely failure was associated with a sub-component within the main printed circuit board.